Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose with IV fluid at the emergency room. The customer did not provide any further information about the hospitalization. The customer state that the reservoir set came out before the hospitalization. The customer was sent new reservoir sets and was advised to call the help line for assistance if needed. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.